Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized on (B)(6) 2016 for a high blood glucose of 619 mg/dl and diabetic ketoacidosis. The patient had been treating with the insulin pump. At the hospital, the staff removed the insulin pump and placed the customer on an IV. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The device was able to prime without incident. The insulin pump was not returned for analysis.